Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was having increased pain and the doctor did not believe the pump was working. The patient was hospitalized and had limited history as it related to the pump. The patient was having an MRI and they wanted a manufacturer representative (rep) involved as the managing physician was not on staff. The event date was noted to be (B)(6) 2019. No further issues were reported or anticipated.